Event description:
It was reported that this implantable pulse generator (pacemaker) switched into safety mode, a device status that permanently limits available therapy to specific settings. Technical services recommended an emergent device replacement as this condition could jeopardize critical therapy. This pacemaker was subsequently explanted, replaced and it is not expected to be returned for analysis as it was kept in the explanting health care facility. No additional adverse patient effects were reported.